Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected low battery life alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was trying to bolus and the buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Towards the end of the call, the customer checked his blood glucose and stated that it was very high; he treated and stated it was due to eating ice cream. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.